Event description:
The account reported the left side rail was not latching. The bed was located in pt's room at the facility. Ther was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The tech found that the account had a side rail protector, which was a non-hill-rom product, jammed in the side rail hinge. The tech removed the side rail protector from the hinge to resolve the issue. Based on this info, no further action is required.